Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not received by stryker.

Event description:
It was reported that during testing, the tip sleeve melted due to overheating. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available.

Event description:
It was reported that during testing, the tip sleeve melted due to overheating. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.